Manufacturer narrative:
(Device codes): device problem code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a gastrostomy jejunostomy procedure performed on (B)(6) 2023. The jejunal tube became obstructed on (B)(6) 2023. A new endovive jejunal feeding tube was placed. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a gastrostomy jejunostomy procedure performed on (B)(6) 2023. The jejunal tube became obstructed on (B)(6) 2023. A new endovive jejunal feeding tube was placed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: one endovive jejunal feeding tube was returned for analysis. The device was inspected and no problem found. Functional inspection showed that water was injected into the device which leaves the device without any problem. Therefore, the reported complaint is not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The product record review results and external support form meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the manufacturing process. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, no problem detected is selected as the most probable cause for the complaint. Block h11: correction: block b1 adverse event/product problem and block b2 outcomes attrib to adv event have been updated based on review of the complaint record. Block h1 type of reportable event has been updated from serious injury to malfunction. Block h2 correction has been added.